Manufacturer narrative:
(B)(4) was re-evaluated based on additional information received. It was confirmed that the reported issue was that the device lost network connection to the surveillance. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. Based on the additional information received, this record has been deemed not-reportable.

Event description:
It was reported that the system is locking. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.